Event description:
It was reported that the patient was experiencing discomfort and inadequate stimulation. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort and inadequate stimulation. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The explanted ipg was discarded by the medical facility. Additional information was received that the leads of the patient had impedance. The patient underwent a lead explant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 17517595, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 17704813, UDI: ((B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 17704813, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 17574034, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 17517523, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 17517523, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6) batch: 17517271, UDI: (B)(4).